Manufacturer narrative:
Concomitant product(s): 419688 lead, implanted: (B)(6) 2012; a 694758 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on both atrial and ventricular channels. It was further reported that the exhibited noise appeared to be sixty hertz electromagnetic interference (emi), from an external source. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.